Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the colonovideoscope was noisy. Based on the results of the investigation, the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the image of the colonovideoscope was noisy. There was no patient involvement.